Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had the reservoir replaced due to it herniating. There were no patient complications reported.

Manufacturer narrative:
Correction to field h6: patient code. Correction to field h6: device code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had the reservoir replaced due to it herniating. There were no patient complications reported.